Event description:
Additional information was recieved from the rep. Rep met with the patient on (B)(6) 2025 for reprogramming. The cause of the stimulation in the undesired areas was due to placement and frequency settings of the activated electrodes. Patient was on a high-frequency program that may have stimulated more areas than just the intended ones. To minimize this issue, rep set the patient's programming to a low-frequency tonic program that targeted the reported pain areas without stimulating the undesired areas. Issue has been resolved and patient has not complained of unwanted stimulation since our meeting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that they were advised by their hcp to call mdt to reprogram their device. Patient also stated that the stimulation is supposed to be for their lower back and left leg, but it is across their right shoulder, right breast, right ribcage, upper pelvic down to their belly button, and a little bit in their abdomen. Patient mentioned this to their medtronic representative twice and the representative said that this is what it should be doing. Patient also mentioned this to their hcp. Patient added that they finally turned off the stimulation because they couldn't take the stimulation in their right breast and stomach anymore. Patient confirmed they have tried switching to different groups and adjust the intensity, but that did not resolve the issue. Emailed reps for visibility. Agent called the patient back to obtain the representative's name but the call was routed to voicemail. Agent left a detailed message. For the event date, patient stated november 2023.